Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module and a second e 801 analyzer used for investigation. The results measured by the customer were reported outside of the laboratory to a physician. This medwatch will apply to the ft4 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the tsh assay. Refer to the attachment the sample was collected on 09-dec-2019 and initially tested on the customer's e 801 analyzer on 10-dec-2019. The sample was repeated using the wako accuraseed method and the abbott architect method. The sample was provided for investigation, where it was tested on a second e 801 analyzer on 13-dec-2019. The serial number of the customer's e 801 analyzer is (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Ft4 reagent lot number 380330, with an expiration date of december 2019 was used on this analyzer.

Manufacturer narrative:
Upon further investigation of the patient sample, it was determined the sample contains an interfering factor against a component of the ft4 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."